Event description:
Dr. Was performing a craniotomy when black liquid leaked from the motor/attachment onto the flap. The procedure was completed with the equipment; however, due to contamination, the flap was not used. The surgeon used mesh implants and screws in place of the flap. Incident is being investigated and MDR will be filed. No patient injury.